Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on unknown date, the patient underwent surgery with cannulated cancellous hip screws for trochanteric fracture of femur. After surgery, a revision surgery with tfna and cement was performed on (B)(6) 2022. When the cement was mixed 20 times as specified and tried to be transferred to a syringe, it was clearly in a thin water-like state. The polymer powder precipitated at the bottom of the mixing device and could not be mixed because the handle was being elevated when the cement was transferred to the syringe. Therefore, mixing could not be performed, but transfer of the cement was continued. The cement, which was initially water-like, returned to a condition close to normal after transfer to the syringe. As specified, two 2ml syringes were filled with cement, and when blue syringes were about to be filled with cement, the blue handle went up fully to the upper stop when about half of the second blue syringe was filled, and the cement could not be injected. The cement filled in the blue syringes and a cannula was extruded with a plunger to secure about 4ml of cement, and the subsequent procedure was continued. The surgery was completed successfully with no surgical delay. No further information is available. This report is for a traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).